Manufacturer narrative:
(B)(4). H2 additional information. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "however, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025."

Event description:
However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hourglass, no readings, sensor error was reported. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025 at 10:30 am when patient was participating on a day away program, he lost consciousness and was unresponsive due to hypoglycemia. The patient reportedly took too much insulin due to alzheimer's disease. The nurse from the program called 911 and the patient was taken by an ambulance to the hospital. The cgm during that time was not providing readings. They took a bg reading however the wife did not know what the fingerstick value was. After 15 minutes from the time of arrival to the hospital the sensor reading came back and the cgm reading was 40 mg/dl and became critical low. At the hospital they performed multiple tests that were conducted (not specified) and the patient was treated with glucose. The patient was hospitalized for 14 days and was discharged on (B)(6) 2025 when the readings were stable. The patient's condition was worse due to alzheimer and had to be taken to a care facility (not related to dexcom). Data was provided for investigation. The allegation was not confirmed via data for (B)(6) 2025. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6) 2025. The probable cause could not be determined. No additional patient or event information is available.